Event description:
Device #1 issue: cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. A second proglide was attempted with the same results. Manual compression was used to achieve hemostasis. There was no adverse pt sequela reported. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B) (4). (B) (4). Device #2: part #12673-03, lot #87044-6h is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.